Event description:
The hospital reported that during a endoscopic vein harvesting procedure, the harvester was ligating branches and she noticed that the silicone cover or "boot" on the jaws was "bent" back or seemed to be coming off of the jaws. The hemopro device was removed and the harvester completed the case with a new device. The hospital did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection confirms that the cold jaw coating had detached from the curved cold metal jaw. The detached boot had been burnt and melted completely through (gap) the serrated section that normally comes into contact with the cutter wire from the tri-heater assembly; the reported observation was confirmed. Upon a detailed visual inspection of curved metal jaw, some residual adhesive was observed on the metal jaw surface. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.